Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The customer cleaned the sample probe but found no issues. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results from the cobas c 503 analytical unit. Sample 1 initial result was 288 u/l, and the repeat result was 197 u/l. Sample 2 initial result was 237 u/l, and the repeat result was 144 u/l. The samples were repeated because the high results did not match the patient's clinical condition. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer cleaned and decontaminated the reagent and sample pipettes, and he checked the settings. After the service actions, the issue appeared to be resolved. The investigation determined that the root cause of the contaminated sample pipette was pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.